Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with the keypad torn at the ok button. Contrast button on the keypad is inoperable, all others respond intermittently. Removed keypad- contamination found under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2015.